Manufacturer narrative:
H.6: based on the evaluation it was determined that no further investigation is required. Dchu has reviewed the complaint and no adverse event has occurred at this time. This complaint mode will be trended, and further investigation will be required if an actionable level is determined during quarterly post market surveillance (pms) review.

Event description:
It was reported that while using the bd facslyric¿ 2l6c instrument that there was foreign matter/contamination in instrument that impacted patient results. The following information was provided by the initial reporter: were samples contaminated? Yes. Dots are displayed outside the gate in the results of fsc-ssc from the 5th run onwards. With pi staining, sf7 is used, cell cycle and control are measured. This is the second measurement, but the same thing happened last time from the 5th one. When a problem occurs, if it is improved by periodically running clean and dw, it is not a device problem but a cell problem. Dots will appear outside the gates after the 5th one.

Event description:
It was reported that while using the bd facslyric¿ 2l6c instrument that there was foreign matter/contamination in instrument that impacted patient results. The following information was provided by the initial reporter: were samples contaminated? Yes dots are displayed outside the gate in the results of fsc-ssc from the 5th run onwards. ·with pi staining, sf7 is used, cell cycle and control are measured. This is the second measurement, but the same thing happened last time from the 5th one. When a problem occurs, if it is improved by periodically running clean and dw, it is not a device problem but a cell problem. Dots will appear outside the gates after the 5th one.

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report was sent in error. Contamination was not reported by customer, therefore, this is not considered to be a reportable malfunction.

Event description:
It was reported that while using the bd facslyric¿ 2l6c instrument that there was foreign matter/contamination in instrument that impacted patient results. The following information was provided by the initial reporter: were samples contaminated? Yes. Dots are displayed outside the gate in the results of fsc-ssc from the 5th run onwards. With pi staining, sf7 is used, cell cycle and control are measured. This is the second measurement, but the same thing happened last time from the 5th one. When a problem occurs, if it is improved by periodically running clean and dw, it is not a device problem but a cell problem. Dots will appear outside the gates after the 5th one.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.